Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that high out-of-range (oor) shock impedances were also noted on this device and right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an alert for low out of range shock impedance measurement. There was noise noted during a shock lead impedance test, however all other measurements have been good and stable. The patient is implanted with a neurostimulator that may be related to the out of range impedance measurement by causing electromagnetic interference (emi). All commanded shock lead impedance tests were within normal limits. There were no adverse patient effects reported. Additional information received that the low out of range shock impedance measurements continue to occur. The system remains implanted.